Event description:
A patient is unhappy with her outcome following introcular lens implant surgery. She complains of poor intermediate vision, difficulty focusing, significant halos and night driving issues. The surgeon has scheduled the patient for a lens exchange in march.